Event description:
Reported as pouch dilation and esophageal dilatation. Follow up findings; additional events of hiatal hernia and gastroesophageal reflux with treatment of band repositioning and deflation having taken place.